Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. Possible far field r-wave oversensing and possible undersensing were noted on the right atrial (ra) lead. Oversensing was noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.